Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination identified no kinks or damage along the shaft and no issues were noted with the profile of the tip. However, an examination of the balloon identified that the balloon had been inflated and was not refolded. There was a build-up of blood inside the balloon. During an attempt to inflate the balloon, a pinhole leak was observed in the balloon material. The pinhole was located in the mid body of the balloon. No issues were noted with the device which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4). The 99% stenosed target lesion was located in the severely calcified and severely tortuous brachium shunt. A 5.0 x 40, 40cm mustang balloon catheter was selected to dilate the target lesion; however the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed a balloon pinhole.